Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was taken to emergency medical service due low blood glucose level on (B)(6) 2021. Customer¿s blood glucose level was 22 mg/dl at the time of incident and treated with glucagon injection. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. Customer was assisted with troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.